Event description:
The customer reported vent inop condition, post timer/24 v failure. No patient involvement reported.

Manufacturer narrative:
Event date: (B)(6) 2015. Receiving by MFR date: 03/24/2016. Conclusion / root cause: this power supply was tested and no faults were identified. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported vent inop condition, post timer/24 v failure. No patient involvement reported.

Manufacturer narrative:
(B)(4).